Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an appendectomy procedure, a 5 mm basx trocar was broken at the time it was introduced into the patient. Though surgery was delayed by five minutes, another trocar was used and the procedure was successfully completed. There were no fragment and there was no patient consequence.